Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that audio bolus button stopped working the morning of (B)(6) 2012. There was reportedly no damage to the keypad. The patient wore the pump inside a case and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: all of the pump buttons were found to be responding appropriately. No damage was found to the keypad or bolus buttons.